Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. The event history log was able to confirm the reported problem. Functional testing produced a travel course error. The clutches were replaced to address the issue. The device then passed all testing criteria. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a travel course error. There were no harm and patient involvement. The device evaluation was able to duplicate the travel course error.